Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, after loading cartridges with 480 units of insulin, the initial fill estimate would display 200 units or 320 units. There was no impact to the customer's blood glucose level.